Event description:
The lead was partially explanted during aortic and mitral valve replacement. The physician noted there was cardiac tamponade associated with the explant. No further info was available. Explant method: thoracotomy. Complications listed above.